Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Associated products: item #154724, item name oxf uni tib tray sz d lm PMA, lot # 112200. Item #161469, item name oxf twin-peg cmntd fem md PMA, lot # 571490. Product has not been returned for evaluation. X-rays or medical notes have not been provided. The investigation has been limited to the information provided, a review of the device history records, and a complaint history search. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. A review of the complaints database for 3 years prior to the notification date has identified the following information: one (1) similar complaints for item #159547 (including the initiating complaint). There were zero (0) additional complaints against the lot #230330. This device is used for treatment. These part and lot combinations are not associated with any recalls at the time the search was conducted. The likely condition of the device(s) when it/they left zimmer biomet is conforming to specification. The root cause of the reported event can not be determined with the information provided. No corrective action required at this time as the root cause of the reported event has not been determined. These part and lot combinations are not associated with any recalls as of current date. If any additional information becomes available, then the complaint will be reopened and further investigated.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2018. Subsequently, revision of the oxford bearing was performed on (B)(6) 2021 due to unknown reasons.

Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2018. Subsequently, revision of the oxford bearing was performed on (B)(6) 2021 due to unknown reasons.